Event description:
Reported as "leakage of the access port".

Manufacturer narrative:
Taper 1. Medwatch sent to FDA on 04/02/2009. Visual examination of the returned device determined the access port tubing connector to be a taper I. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the prot or the connector tubing."